Event description:
The facility reported a colleague pump with fail code 500:370:844:0000. It is unknown when the event occurred. There was no pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with failure code 500:370:844:0000 was confirmed in the event history during product eval. Failure code 500:370:844:0000 was due to a faulty pump head module (phm) keypad on channel b. The phm keypad on channel b was replaced to fix the reported condition. The pump was tested and returned within spec.